Manufacturer narrative:
Biocompatibility testing to(B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue (tm) defibrillator gel.

Event description:
A us distributor contacted zoll to report that a patient experienced a painful open wound which was draining. The patient was in the hospital at the time and spent most time in bed. The patient's garments were reportedly not being changed and washed properly. A bandage was placed over the wound and the patient received a larger size garment. Follow-up indicates that the wound was improving.